Manufacturer narrative:
On the basis of the retrieval investigation the l3-4 stenosis leading to the revision surgery cannot be explained. The longitudinal deformation as well as the different indentations seen on the spacers can be ascribed to cold flow. The worn areas seen on the lateral surface of the spacers can probably be ascribed to bone contact. The macroscopically visible modifications found on the spacers and cords would not affect the proper functioning of the system. Ftir spectra did not indicate that detrimental effects occurred because no significant changes in the spectra were found. The carboxyl indices of all analysed pet cord samples were below the detection limit of (B)(4) which indicates that no noticeable hydrolytic degradation took place. The comparison of the retrieved spacer with the reference showed a remarkable lower molecular weight and number for the retrieved component. However the depth specific analysis of the retrieved spacer showed consistent molecular weight between bulk and surface, indicating the absence of relevant material changes over time. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
Associated devices: dynesys l.i.s. Fusion cord 100 ref# 01.03711.100 ; lot# 2512990 and dynesys fusion universal spacer 6-45; ref# 01.03710.645; lot# 2493966. Devices analysis: the parts had been implanted at the level l4/5 left and right. Pedicle screws show minute remains of bone attachments while the pedicle screw at l5 left does not show any remains of bone attachments. The screw heads and internal hexagon are slightly. Spacers showed mildly deformation, scratches, cuts, worn areas, indentations of the screw head. The position of the indentation of the head seems to be off center on both faces. Cord pieces showed damage of the outer layer, minor, isolated, yellowish, organic attachments.

Manufacturer narrative:
Additional information was received on (B)(6) 2014. The manufacturer did not receive devices for review. X-rays and other source documents (returning explanted materials, customer consent) were received. The device history records were reviewed and found to be confirming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.

Event description:
It has now been reported that the pt underwent revision surgery on (B)(6) 2014 adjacent level degeneration.

Manufacturer narrative:
The compatibility check was performed from dynesys dynamic stabilization system and showed that the product combination was approved by zimmer; 15 x-rays were received for review. The x-rays from (B)(6) 2013 showed an implanted screw system l4/5. The MRI findings report on the (B)(6) 2013 performed magnetic resonance imaging and myelographic findings report on the (B)(6) 2014 performed myelography were not available. Based on the available x-rays in the course of (B)(6) 2013 to (B)(6) 2014 no instability was visible in the operated segment l4/5. In the segment l3/4 an increasing reduced height of the intervertebral space and segment instability were visible radiologically. As described in the event, likely in this case at a stable fusion segment l4/5 it might have been developed a typical postoperative complication like an adjacent level disease l3/4 with facet arthropathy and instability. The reported event is pain. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Once additional information and/or the investigation of the devices becomes available, a following report will be submitted.

Event description:
Additional information was received on (B)(6) 2015: this case is part of the dynesis 522 clinical study. The product was returned for investigation and the investigation of the products still on going.

Manufacturer narrative:
At the time of this report, no info has been rec'd as to whether the patient has undergone revision surgery. No other info has been provided. A f/u report will be submitted once add'l info is rec'd. (B)(4).

Event description:
This report is from a clinical study dynesys 522. It was reported that the patient was implanted with dynesys pedicle + set screws on (B)(6) 2013. On (B)(6) 2013, the patient reported low back pain radiating bilaterally to buttocks, and lower extremities left to right. Course of treatment were to stop physical therapy, to take anti-inflammatories and to apply heat and ice. On (B)(6) 2013, the patient's surgeon requested that the patient undergo MRI, narrowing level above surgery l-3/4. The patient was then scheduled for myelogram on (B)(6) 2014. On (B)(6) 2014, the patient was once again seen by her surgeon and the patient's condition was getting worse. Her gait was painful. Lumbar myelogram showed a solid fusion l405 with the l4-5 fusion (dynesys). There was a complete block at l3-4. The patient was diagnosed of l2-4 stenosis (adjacent level disease) with facet arthropathy and instability.